Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional reported "rupture" diagnosed by ultrasound. This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2., b.5., h.6.

Event description:
Healthcare professional reported "contralateral side rupture". This record is no longer reportable to FDA and will be un-reported. This record is for the left side.